Event description:
It was reported that this pacemaker was explanted due to product performance issues. Later on, it was believed that his pacemaker was presenting signs of premature battery depletion (pbd). The device is expected to return for analysis.